Event description:
Additional information was received from the patient re-reporting they filled the pump with saline back in june because they were having a lot of trouble with the morphine and side effects. The patient stated he just wanted someone to remove his pump. Patient stated the morphine was causing them a lot to wreak havoc and the pump kept stalling and they kept getting sick for no reason. Patient said they had the morphine lowered down so they could get off of it but they still got sick. Patient mentioned they have had issues a few years. Patient stated none would even call him back. The patient was redirected to their healthcare provider to further address the issue. Patient's healthcare provider (hcp) had closed his office. Patient mentioned having issues for years and stated he thought the pump would stall and get sick for no reason but was told the pump was working just fine. Patient called back stating the clinic they went to was a "hell hole" and no one there was certified to do surgery. Patient stated that they were going to a pain center and that hcp had sold the clinic to another hcp who did not have credentials to do surgery. Patient stated they were supposed to get a call back from a company representative (rep), but they never heard from anyone. Patient stated that they had never even seen a company rep at the clinic and they wanted to know why that was. Agent offered to e-mail the patient a physician listing, however patient declined. Patient wanted to know if hcp could turn the pump off so they would not get aggravated with hearing the pump alarm when the reservoir got low.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial # (B)(6); implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 04-sep-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient previously receiving intrathecal morphine (unknown) and currently receiving saline via an implantable pump for non-malignant pain. It was reported by the patient that the doctor had been titrating down the medication in the pump for 8 years because the patient no longer needs the therapy due to they no longer have nerves in the feet. Patient stated they want to have the pump removed, because the pump was in the front of the body and they bump it all the time and it was painful. However, managing physician instead put in saline on the 20th. Patient asked if this was correct way. Patient asked if the doctor would be removing the catheter because the doctor told the patient there was a 50/50 chance the patient would need a blood patch due to cerebrospinal fluid (cfs) leak. Patient stated they got the morphine titrated down to 0.1999 and had decreased the concentration of the medication and put in saline on the 20th and patient still had 10 days of withdrawals and was still having some withdrawal. Patient stated their leg muscles were jerking really bad, uncontrollably and for the next few days legs continue to feel restless. Patient mentioned the medtronic device/therapy worked really well and patient had no complaint of device/therapy. Additional information was received from the patient asking what was the programming setting for the saline. Patient stated they ween him from 8% to 4% and it took couple weeks to clean out the catheter. Patient stated they put saline in the pump june 20 and he got sick and went into withdrawals. Additional information was received from the patient reporting their physician was difficult to get a hold of and they would like to have a removal surgery.